Event description:
On 01 august 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. On (B)(6) 2025 08:30 am, 82, 132 trend arrow horizontal, no activity or food intake before, values after 30 minutes not available from the user. B. On (B)(6) 2025, 09:52 am, 130, 161 trend arrow horizontal, no activity or food intake before, values after 30 minutes not available from the user. This incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed variability in the sg values relative to bg entries. At the time of making this event aware, the sensor had been in-vivo for 171 days and was nearing the end of its operational lifespan. The customer had already scheduled an appointment for sensor replacement on (B)(6) 2025. A review of the in-vivo raw sensor data showed a decline in the sensor performance consistent with the oxidation of the sensor's chemical component (hydrogel). This most likely contributed to the inaccuracies observed and reported by the customer. B4.date of this report 30 oct 2025. G3.date received by the manufacturer? 30 oct 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.